Event description:
Procedure: lap appendectomy. According to the reporter: the surgeon fired the stapler across the cecum and the staples did not form. The anvil bent backwards. The knife cut the tissue. They applied a second firing and the same thing happened. There was a large diverticulum near where the stapler was fired. The procedure was converted from a lap to an open surgery. The case was finished with sutures.